Event description:
The facility reported a pump with unknown alarming. It is unknown when thie alarming occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.